Manufacturer narrative:
The returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-10002. The patient had 2 leads with the same lot number and 2 extensions with the same lot number. A review of the patient's medical chart identified on (B)(6) 2011, the surgeon noted an infection at the cervical exit site of the trial leads. The patient was treated with IV antibiotics and the infection was reported to be healed on (B)(6) 2011.